Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information have been unsuccessful. The device is not available as it remains implanted. Without device or additional information the reported malfunction cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a prosthetic valve that requires valve in valve intervention after an unknown implant duration. The patient is still being evaluated. No additional information has been provided.